Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump displayed an error message and was unresponsive during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen on the cardioplegia double head pump displayed an error message and was unresponsive during set up. The service representative was unable to reproduce the reported issue. The equipment worked as specified. The hkr board and hp cable was replaced as a precaution. The unit was tested and no faults were found. No further issues have been reported since this action. No trend has been identified. Sorin group (B)(4) stated that no further action is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4)manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.